Event description:
Pt was prescribed dobutamine 5 mcg 1 kg/min turn over 5 hrs every mon and wed. The admixture resulted in a capd prizm flow rate every 10.9 ml/hr. Wife had been independently changing cassette and restarting pump for several months. For some reason she became confused and changed flow rate to 0.1 ml/hr by hitting up arrow while pump in lli. Pt rec'd this non therapeutic dose for 2 days. He subsequently developed increased lung congestion possibly due to upper respiratory infection vs chf dobutamine increased to 3 times week same dose.